Event description:
It was reported that the vns patient underwent surgery on (B)(6) 2014 to explant the generator and lead due to a possible infection. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. The explanted devices were returned to the manufacturer for analysis. There were no performance or any other type of adverse conditions found with the pulse generator. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The patient has not been reimplanted to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.